Event description:
It was reported that one day after this system was implanted, this right atrial (ra) lead exhibited improper sensing and loss of capture (loc). A chest x ray was performed, and a dislodgement was confirmed. Reprogramming was performed and a lead revision to reposition this lead has been scheduled. No adverse patient effects were reported. At this time, this lead remains in service.